Event description:
Study enrollment form recieved from clinical stating that the ventricular lead was repositioned. No reason for the repositioning was stated. Review of clinical reports showed that this should have had an MDR created.